Manufacturer narrative:
Visual inspection of the returned product confirms the needle tip has fractured and all the pieces were returned. Inspection of the fractured needle tip found the anchor and suture line is stuck within the needle. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned.

Event description:
It was reported that the anchor didn't deploy and needle was fractured when the surgeon used second device during surgery. The surgeon used a stryker's device to finish. Attempts have been made and there is no further information at this time.